Event description:
During follow-up, dislodgement of the right atrial (ra) lead was observed via diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended within specification. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts.